Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01608, related manufacturer reference number: 1627487-2020-01612. It was reported the patient had a stroke and died.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as cause of death determined not to be device or procedure related.

Event description:
Related manufacturer reference number: 1627487-2020-01608; related manufacturer reference number: 1627487-2020-01612.